Event description:
It was reported that the procedure was to treat a perforation which occurred in the mid right coronary artery (rca), where two unspecified stents were overlapped. The 3.5x26 and 4.5x19 mm graftmaster covered stents were implanted at 15 atmospheres and sealed the perforation. The stents reportedly did not cause or contribute to adverse events or complications; however, the patient expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster coronary stent graft system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.